Event description:
Customer complained that the delivery bed's wheels would not move and needed to be repaired.

Manufacturer narrative:
The technician determined that the reason for the issue was as a result of a faulty caster on the unit. The technician replaced the faulty caster and tested the unit. The fix resolved the issue and the unit is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.